Event description:
It was reported that prior to starting a da vinci surgical procedure, a wire at the tip of the mega suturecut needle driver instrument was identified as being broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found indentations at the edge of the instrument's distal pulley with visible scratches on the surface of the pulley. It was concluded that the damages found to the distal pulley were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.